Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) display says "self-filling failed". There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the issue. After further tests and checks, a leak was detected on the patient interface module (pim), a valve was not closing properly. The pneumatic module assembly was replaced. Functional checks and diagnostic tests. Regular operation tests. Final outcome: repair completed. The device passed all performance and safety tests according to the manufacturer's specifications. The device was returned to the customer and authorized for clinical use.